Manufacturer narrative:
MFR name, city and state, product information, operator of device and MFR site are unknown; no additional information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the pointer is not in zero position. Functional testing found the pointer can easily reach maximum value on reading plate but it is not returning back to zero position - pointer was stuck around 30cmh2o value and after a few minutes it fell down to original position. The root cause of the reported issue was found to be hit or drop damage caused by customer during use. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff inflator didn't deflate and the pointer was stuck even pressing the lateral alivium valve. No patient injury was reported.